Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. In july 2005 the unknown, non-tortuous target vessel was attempted to be stented. The lesion's stenosis prevented the taxus express2 3.0 x 16 mm drug eluting stent from crossing the area. As the stent was pulled into the guide catheter, stent damage occurred. The hcp reported the 5 fr launcher guide catheter may not have been wide enough. There were no reported patient complications.